Manufacturer narrative:
(B)(4). The expedium 300 mm rod (product code: 1797-62-300, lot number: unknown) and the viper2 300 mm straight trial rod (product code: 1867-89-300, lot number: unknown) were not returned to the customer quality unit (cqu). No information was provided regarding the status of the rods. No samples are expected to be returned at this time. Without the rods, we are unable to confirm the reported issue or identify the root cause. Rod breakage can happen in number of different manners depending upon how force is exerted upon the rod. This can include static overload failure due to unexpectedly high forces placed on the rod, and fatigue failure due to wear as a result of force being placed on the rod over time. This complaint will be closed with no further action required. If more information and/or the complaint samples become available at a later date, the complaint will be reopened and the products will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient called to report two rods broke post op. Initial surgery (B)(6) 2014. First rod broke (B)(6) 2015 and second broke (B)(6) 2015. Both removed (B)(6) 2016. Patient would like to know how rods can break.